Manufacturer narrative:
Additional narrative: (B)(6). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A device history record (DHR) review was performed for part # 03.130.010, lot # 9836615: release to warehouse date: 23-nov-2015, expiration date: n/a, supplier: (B)(4). No non conformance reports (ncrs) were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a t4 screwdriver shaft broke off in a screw head during an open reduction internal fixation (orif) of a fifth metacarpal fracture on (B)(6) 2017. During final tightening of a locking screw at the end of the case, the screw driver tip broke off in the screw head. It took about 5 minutes for the surgeon to find an appropriate instrument to remove the tip from the head of the screw; it then fell on the floor and was lost. Nothing was left in the patient. The procedure was completed successfully with no patient harm. Concomitant devices reported: locking screw (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Subject device has been received and product investigation was conducted: the report indicates that: the 03.130.010 lot number 9836615 t4 stardrive screwdriver shaft was returned and reported to have broken intraoperatively. This complaint condition was likely caused by over a year of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. The balance of the returned device is in otherwise fair condition with some superficial wear along its length. A visual inspection, DHR review, and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition.. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.